Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Legal medical records received jan 8, 2018 reviewed. Left knee revised to address symptomatic left total knee arthroplasty. Records indicated patient experienced ongoing, recurrent pain since primary bilateral total knee replacements on (B)(6) 2014. Bone scan indicated no implant loosening. Revision operative notes from (B)(6) 2016 noted varus/valgus instability, and the polyethylene insert was exchanged for a thicker size. No indication of implant loosening. Doi: (B)(6) 2014 dor: (B)(6) 2016 left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.